Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a very large perforation caused by an unspecified stent in the left anterior descending (lad) artery. The decision was made that multiple stents were needed as the perforation was quite large. The first 3.0x12mm graftmaster device was successfully deployed without issue. The second 3.0x12mm graftmaster device was successfully deployed without issue. The decision was made to deploy one more stent to seal a very small portion of the perforation visible distal to the 2 deployed 3.0x12mm graftmaster stents. The 3.5x16mm graftmaster device was advanced, but could not cross the previously deployed 3.0x12mm graftmaster stents, and was removed without issue. Echocardiogram showed that there was no tamponade, the untreated portion of the perforation was minute, and the patient was stable; thus, the decision was made to complete the procedure at that time without further treatment. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.